Event description:
It was reported that during a da vinci sacrocolpopexy procedure, a maryland bipolar instrument autofired when it was incorrectly plugged into the monopolar port of a valleylab electrosurgical unit (esu). It is unknown what the esu setting was at the time of the incident. The surgeon reportedly did not activate the instrument with the foot pedals on the surgeon side console and no other instruments were plugged into the bipolar port on the esu. The autofire subsequently burned some of the patient's bowel during the early portion of the procedure when the surgeon was identifying anatomy. After the bowel injury occurred, an intuitive surgical, inc. (Isi) clinical sales representative arrived and corrected the autofire issue by restoring the bipolar and monopolar cables into the correct ports. According to the csr, the monopolar and bipolar ports were clearly labeled on the esu. The autofire issue stopped and the da vinci system resumed normal function. The surgeon repaired the bowel injury and completed the procedure with the da vinci system using the same maryland bipolar instrument.

Manufacturer narrative:
The instrument and accessories user manual states: warning: do not use bipolar instruments with a monopolar source output as this may cause damage to the instrument and harm to the patient or medical personnel. The instrument has not been returned for evaluation. If additional information is received, a follow-up MDR will be submitted. There was no indication that the instrument malfunctioned since the reported autofire issue was corrected by plugging the instrument into the correct esu bipolar port. However, this complaint is being reported because the patient reportedly sustained a bowel burn due to the maryland bipolar instrument autofiring during the da vinci surgical procedure.